Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted (lot no. He012x8) for female sterilisation. The patient had a medical history of post procedural bleeding, post procedural pain, procedural pain, prediabetes, cervix uteri cancer and vasectomy in 2017 and contraception (nuva ring), hypertension, down's syndrome, diabetes, colon cancer and breast cancer. Previously administered products included: provera. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1662 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy, hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: decline influenza vaccination. Right: 1 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: appears essure coil on right still in uterus, likely in myometrium. [Hysteroscopy] on (B)(6) 2018: comparison: no previous study available for comparison. Indication: essure replacement. Finding: the contour of the uterus appears normal. The position of the essure device appears satisfactory bilaterally. The proximal marker of the inner coil is located within the fallopian tube less than 3 cm from the cornua bilaterally no contrast visualized within the fallopian tubes. No intraperitoneal spillage of contrast noted bilaterally. Contrast: omnipaque complication: none impression: satisfactory position of the essure device bilaterally with occlusion of the fallopian tubes bilaterally [pathology test] on (B)(6) 2021: final pathologic diagnosis: fallopian tube, right, salpingectomy. Complete cross-section of fallopian tube with no significant abnormality fallopian tube, left, salpingectomy. Complete cross-section of fallopian tube with no significant abnormality medical device as per gross description. Clinical information: desires removal of essure coils and bilateral salpingectomy for sterilization. Gross description: received in formalin, labeled with the patient's name and medical record number, designated "right fallopian tube", and consists of a 3.6 cm in length, 0.4 cm in diameter, fimbrated fallopian tube with tan serosa. No metal coil is present. Representative sections are submitted in cassette (a1), 4 pieces, including longitudinal sections of the entire fimbriated end. Received in formalin, labeled with the patient's name and medical record number, designated "left fallopian tube and coil, and consists of a 4.7 cm in length, 0.4 cm in diameter, fimbriated fallopian tube with tan serosa, received in two pieces. Also submitted in the same container is a 4.6 cm in length, less than 0.1 up to 0.2 cm in diameter, metal coil, consistent with an essure device. Representative sections are submitted in cassette (b1), 4 pieces, including longitudinal sections of the entire fimbriated end. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter and patient information, medical history, lab data, lot no., expiration date , non drug treatment, indication added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal"), embedded device ("essure coil on right still in uterus, likely in myometrium") and device expulsion ("essure coil on right still in uterus, likely in myometrium/ no essure coil palpated in tube position") in a 33 year-old female patient who had essure inserted (lot no. He012x8) for female sterilisation. The patient had a medical history of post procedural bleeding, post procedural pain, procedural pain, prediabetes and cervix uteri cancer in 2017 and pelvic pain and contraception (nuva ring). Previously administered products included: provera. The patient had a family history of breast cancer, colon cancer, diabetes, down's syndrome and hypertension. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1662 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important) and device expulsion (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered device expulsion, embedded device and medical device removal to be related to essure administration. The reporter commented: decline influenza vaccination right: 1 coils left:2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on 03-sep-2021: appears essure coil on right still in uterus, likely in myometrium. [Hysteroscopy] on 05-feb-2018: comparison: no previous study available for comparison indication: essure replacement finding: the contour of the uterus appears normal. The position of the essure device appears satisfactory bilaterally. The proximal marker of the inner coil is located within the fallopian tube less than 3 cm from the cornua bilaterally no contrast visualized within the fallopian tubes. No intraperitoneal spillage of contrast noted bilaterally. Contrast: omnipaque complication: none impression: satisfactory position of the essure device bilaterally with occlusion of the fallopian tubes bilaterally [pathology test] on (B)(6) 2021: final pathologic diagnosis: fallopian tube, right, salpingectomy complete cross-section of fallopian tube with no significant abnormality fallopian tube, left, salpingectomy. Complete cross-section of fallopian tube with no significant abnormality medical device as per gross description clinical information desires removal of essure coils and bilateral salpingectomy for sterilization gross description received in formalin, labeled with the patient's name and medical record number, designated "right fallopian tube", and consists of a 3.6 cm in length, 0.4 cm in diameter, fimbrated fallopian tube with tan serosa. No metal coil is present. Representative sections are submitted in cassette (a1), 4 pieces, including longitudinal sections of the entire fimbriated end. Received in formalin, labeled with the patient's name and medical record number, designated "left fallopian tube and coil, and consists of a 4.7 cm in length, 0.4 cm in diameter, fimbriated fallopian tube with tan serosa, received in two pieces. Also submitted in the same container is a 4.6 cm in length, less than 0.1 up to 0.2 cm in diameter, metal coil, consistent with an essure device. Representative sections are submitted in cassette (b1), 4 pieces, including longitudinal sections of the entire fimbriated end. Batch no he012x8 production date 2016-07-06 expiration date 2019-07-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1662 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1662 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.